Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss from the cuff. A new aus consisting of a 4.5cm cuff, 61-70 cm h2o balloon and pump was implanted.